Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy fluid and hemodynamic compromise. The same day as the event onset, the patient was hospitalized and treated with ceftazidime (1g, intraperitoneal) and cefazolin (1g, intraperitoneal) for peritonitis. The cause of peritonitis and patient outcome were unknown. On an unknown date, pd therapy was discontinued, pd catheter was removed and was referred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.